Manufacturer narrative:
Correction g3: date received by MFR: the correct date is 05/05/2026(and not 05/06/2026 which was listed in the original report). Additional information was added to h4 and h6. H11: the actual device was not available; however, a photograph was provided for evaluation. The returned photograph was reviewed, and it was noted that there was fluid contained inside the purple bag which contained the device which suggested a leak had occurred. The location of the leak could not be determined. The reported condition was verified. The cause of the leak could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked inside the purple bag. The issue was noticed prior to patient use. The device was filled with 1750mg fluorouracil in 0.9% sodium chloride having a total volume of 230ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6) e1: initial reporter postal code: (B)(6) should additional relevant information become available, a supplemental report will be submitted.